Event description:
A peritoneal dialysis (pd) pt reported that the previous night her cycler alarmed for air defected in the cassette, drain complications, and fill complications. She was not able to clear the alarms and discontinued treatment. When she opened the cassette door, fluid began leaking out. She completed treatment manually. The set was being returned for eval. During a f/u, the pt's pd nurse reported that her effluent remained clear. She did not have any signs of infection. She was treated prophylactically with antibiotics, vancomycin and ceftazidime. No adverse event reported at this time. The device has not been returned for eval at this time.

Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation.